Event description:
It was reported that the patient was not using the purewick female external catheter in a while due to an infection. There was no product allegation. The patient initially purchased purewick female external catheter in (B)(6) 2021 and they placed one reorder in april and had not been ordered again since. No medical intervention was reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was not using the purewick female external catheter in a while due to an infection. The patient initially purchased purewick female external catheter in (B)(6) 2021 and they placed one reorder in april and had not been ordered again since. Unknown if the device caused the infection and the medical intervention is unknown.